Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks for atrial fibrillation (af) with rapid ventricular response and a possible undersensed beat was noted on the stored electrograms (egm). It was noted the shock appeared to conver the patient into a ventricular arrhythmia, which was then terminated via shock. The device remains in use. No further patient complications have been reported as a result of this event.